Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was in emergency room due to low blood glucose on (B)(6) 2008. Customer's blood glucose value was 30 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer's mother stated that the drive support cap was normal. Customer does not allege pump was over delivering. Customer reports programming was accurate. Reservoir was showing the same amount of insulin as shown on the status screen. Customer's mother stated that they were not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.